Event description:
It was reported that both of the pump modules alarmed occlusion during a blood transfusion. Afterwards, a free flow event was observed; however, the infusion was programmed at 999ml/hour. The entire device set-up was replaced and the blood transfusion completed without further complications. The customer later stated that clinical engineering evaluated the devices involved in this event and were able to replicate the alarms identified under the circumstances required. It was found that no unintended alarms occurred and the devices operated appropriately based on the programmed rates identified in the event logs.

Manufacturer narrative:
The customers report of a alarmed occlusion during a blood transfusion could not be confirmed. No product or device logs were returned for investigation. No further investigation of this event is possible at this time. The file may be closed based on the above facts.

Manufacturer narrative:
Although requested, the products has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that both of the pump modules alarmed occlusion during a blood transfusion. Afterwards, a free flow event was observed, however the infusion was programmed at 999ml/hour. The entire device set-up was replaced and the blood transfusion completed without further complications.